Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that there was early battery depletion due to high lv (left ventricular) thresholds, and the device was at eri (elective replacement indicator). The lv lead appeared to have pulled back, resulting in the stated high thresholds. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2001; 407645, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.